Event description:
During a gastroscopy procedure, the physician reached the antrum part of the ventricle, to take biopsies. The staff inserted the rj4 biopsy forceps into the working channel. Once the biopsy forcep was in sight in the endoscopy tv monitor, the staff opened the biopsy forcep and jaws. The staff noticed the dual pull wires was broken, not in place and could not work properly. The biopsy forcep was removed together with the gastroscope to prevent the damage to the working channel. The physician had to re-intubate in order to complete the procedure. The biopsies were taken with another of the same device prior to the procedure closing. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction has not been determined. A product evaluation is pending; results will be provided in a follow-up medwatch report.